Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 984 ventricular sensing integrity counts (sic); vt-ns and high rate-ns detected episodes with lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 800-1000 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal 30 in 3 days. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a possible fracture. Additionally, the rv lead had a lead alert for non-sustained ventricular tachycardia episodes due to oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.